Manufacturer narrative:
This report is for an unknown external fixator/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: allison j. Rao and mark s. Cohen (2019), the use of static external fixation for chronic instability of the elbow, journal of shoulder and elbow surgery vol. 28(8), pages e255-e264 (USA). The study represents a cohort of patients who underwent static elbow external fixation in the setting of chronic elbow instability. Between 2004 to december 2015, a total of 20 patients (52 males and 8 females) with the age range of 22 to 61 years were included in the study. These patients had chronic elbow instability with a stiff and incongruous joint and had placement of a medium external fixator. The mean duration of follow-up was 5.8 years. The following complications were reported as follows: 1 patient died. 4 patients required an additional operation. 3 patients require an additional operation due to infection. 3 patients had superficial infection involving the pin sites and were successfully treated with antibiotics alone. 3 patients had deep or joint infections requiring joint lavage and a course of intravenous antibiotics. 2 of these patients underwent irrigation and debridement. 2 patients developed a transient high radial nerve palsy. 1 patient developed a postoperative deep venous thrombosis in the upper extremity treated successfully with oral anticoagulation. 5 patients required additional surgery for stiffness at an average of 21 8 weeks after frame removal. A (B)(6) years-old patient had valgus and varus laxity on stress examination. This report is for an unknown synthes medium external fixator. This is report 1 of 2 for complaint (B)(4). It captures adverse events of 4 patients required an additional operation, 3 patients required an additional operation due to infection, 3 patients had superficial infection involving the pin sites and were successfully treated with antibiotics alone, 3 patients had deep or joint infections requiring joint lavage and a course of intravenous antibiotics; 2 of these patients underwent irrigation and debridement, 2 patients developed a transient high radial nerve palsy, 1 patient developed a postoperative deep venous thrombosis in the upper extremity treated successfully with oral anticoagulation. And 5 patients required additional surgery for stiffness at an average of 21 8 weeks after frame removal.